Manufacturer narrative:
The stryker repair technician and the stryker quality assurance engineer could not determine a component failure. The device passed all final inspection activities and returned to the customer.

Event description:
It was reported that in the central sterile department of the user facility the device was found to be leaking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.